Event description:
Per the clinic, the patient developed tinnitus, and experienced a performance decrement with discomfort and facial paresis, resulting in loss of benefit. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.